Event description:
It was reported the pt was experiencing a burning irritation at the ipg pocket site. The pt's wife also reported the ipg appeared to have moved in the pocket. A sjm rep met with the pt and reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.